Event description:
On 06/18/2025, a sales representative reported via (B)(4) that (2) abs-10061t arthrex angel® prp kits malfunctioned. This occurred during a rotator cuff case on (B)(6) 2025, when the kits were used in an attempt to complete this case, both were unsuccessful. The first kit kept getting an air detected in line error, and they transferred the blood to the second kit, where it spun, but the transfer at the end was unsuccessful. The ppp went into the prp syringe. The case was completed, but the use of prp was omitted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.